Event description:
The pump was returned for investigation. Investigation found the display was dim and discolored. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. The pump powered up to a dim and discolored display. The keypad cover was found to be peeling. All the keypad buttons responded properly. Removal of the keypad cover did not find any contamination under any of the button contacts. (B)(6).